Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. The device history record review confirmed that the device lot had no anomaly in inspection for high frequency output and appearance. Upon inspection and testing, it was observed that the teflon pad of the device was partially peeled back. The exact cause of the event cannot be exclusively identified. However based on past investigations, the peeling of the teflon pad occurred by the following scenario: 1) the teflon pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the teflon pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during the therapeutic mastectomy procedure, the device teflon pad partially separated from the upper jaw. The separated piece was not detached therefore no piece fell in the patient. There was no harm or adverse impact to the patient. The procedure was completed with another similar device. The settings were seal and cut mode 1. The device was inspected before use with no abnormality noted.

Manufacturer narrative:
Correction to h6 "investigation findings", please see h6 for further detail. Correction to g2 to add company representative. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tissue pad was worn away due to excessive heating resulting from contact the non-insulated area of grasping section.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.